Event description:
It was reported that the device had hair in it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: it was reported that the stryke flo had a hair in it the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had hair in it.